Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/31/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation in the original folding carton. The inner and outer pouches were sealed. There is no indication that the pouches were opened at the surgical site. The lens case was locked and in place. The lens was not exposed. No scratches were observed. The customer's reported issue was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During the manufacturing process the operators clean and visually inspect the lenses 100% at 10x microscope magnification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to loading of an intraocular lens (iol) into the cartridge, a scratch was noticed on the lens through a microscope. No patient contact was reported. No further information was provided.